Event description:
A customer reported an alarm issue with the adc application in use with unknown phone/unknown operating system. The customer indicated the low glucose alarm did not sound and was therefore not made aware of changing glucose levels. The customer experienced a loss of consciousness and an ambulance was called. The customer was treated with glucose by paramedics. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle libre 3 complaint was investigated and determined that there were no issues with the freestyle libre 3 application that would have led to the complaint. The customer reported missing low glucose alarm. Attempted to replicate the user¿s complaint using samsung galaxy s20 (android 13) and the system functioned as intended. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc application in use with unknown phone/unknown operating system. The customer indicated the low glucose alarm did not sound and was therefore not made aware of changing glucose levels. The customer experienced a loss of consciousness and an ambulance was called. The customer was treated with glucose by paramedics. There was no report of death or permanent impairment associated with this event.